Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to motor error alarms. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm occurred. Customer reported that the drive support cap was normal. Customer was able to clear the alarm and able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.